Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. No crack case noted. Device had minor scratched display window and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the insulin pump had a recurring no delivery alarm despite set change that resulted customer's hospitalization. Customer stated they were taken to the emergency room due to diabetic ketoacidosis and a blood glucose of over 600 mg/dl on (b)()6) 2020 at 4:00pm. Customer was treated with insulin drip in the hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer completed troubleshooting and insulin exited at the quick release. Displacement test was performed and passed. Customer also indicated a crack in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized for diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of over 600 mg/dl. Customer treated with insulin drip in the hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they did contact their health care professional regarding high blood glucose. Customer stated drive support cap was normal. Customer stated they got no delivery alarm and changed out everything. Customer reported insulin exited at the quick release and cannula was not bent. Customer performed displacement test and it was passed. Customer stated reservoir compartment had crack. The insulin pump will be returned for analysis.